Event description:
Surgical case began and shortly after infiniti vision system ozil s/n (B)(4) became locked in the irrigating position. It would not stop the flow of bss out of the I and a handpiece. Physician requested a replacement machine. Case resumed, no adverse affect to pt.